Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold, high pacing impedance, and low p-wave sensing on the atrial lead. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.